Event description:
It was reported that during a prostate procedure, the hand activation worked for a short time ,and stopped working. They used another like device to complete the case with no pt consequence.

Manufacturer narrative:
Info not available, device not returned for analysis.